Manufacturer narrative:
Report confirmed. The tool was received broken at the proximal end of the cutting region. Visual inspection of the tool determined the location of the fracture is consistent with maximum bending stress. The fracture surface is relatively planar and perpendicular to the axis of the rotation. The surface texture is smooth; consistent with low stress concentration. The fracture surface shape and orientation are consistent with fatigue failure in bending for a rotating shaft. In addition, there was orange-peel texture from galling at the location where the tool would intersect with the distal bearing of the attachment. The likely cause of the fatigue failure was identified as bearing induced vibration which amplified the stress applied to the tool. The user manual contains the following warning ¿do not use an attachment and dissecting tool combination that results in tool flail or excessive vibration.¿

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported that the tool was broken during the procedure. It was reported that there was no patient impact associated with the tool breakage. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.